Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported that the dsa images sent from the icono to the quant xwp stand alone were not as expected. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation showed that the issue is caused by a interoperability software problem. As a result, the quantification on some dsa images (not all) sent from the artis icono system to the workstation quant xwp standalone doesn´t work or produces non-reliable results. The issue is related to dsa images from artis icono ve20 only. It does not apply for other image modes (e.g. Card, native/dr). The error will be corrected with a software update (ax034/20/s) of the quantification application (e.g. Qva/qca) on dsa images. Correction for this failure will be reported to the FDA under 21 cfr 806 upon release. This corrective action will eliminate the root cause of the problem and prevents the possibility of reoccurrence. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.